Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # unknown was removed due to an infection. Per indicated: there was an infection surrounding the implant which caused it to fail and the implant needed to be removed, surgery completed surgical/medical intervention required for permanent damage: no injury to patient other than implant being removed. No permanent impairment. Additional appointment required: states surgery was completed with another device no report of next appointments or the need to return. Symptoms as a result of the event: nothing listed.